Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #3, #5, #6, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad which had a stuck #3 key. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported that there was no pt injury.